Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), difficulty to advance/retract the stent delivery system (sds) into an introducer sheath may be affected by several factors including, but not limited to, device damage, sheath damage, outer diameter of device and inner diameter of sheath, insertion technique, or balloon refold. Return of the otw omnilink elite sds and introducer sheath may have assisted with the investigation to determine a cause. In this case, a syringe was used three times to vacuum and the sds was successfully removed. It is possible that the sds may have been attempted to be removed too quickly and the balloon may have not been fully deflated which could have interacted with the introducer sheath and subsequently contributed to the reported difficult to remove. A conclusive cause for the reported difficult to remove the sds could not be determined and the additional therapy/ non-surgical treatment appears to be related to operational context of the procedure. However, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.35 hydrophilic terumo. Sheath: terumo 6f. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after stent deployment in the calcified ostial left iliac artery, the balloon on stent delivery system (sds) could not be pulled back into the 6f non-abbott introducer sheath. Using a syringe, the balloon was suctioned 3 times and while maintaning negative pressure with a stopcock, the sds was removed. There was no reported adverse patient sequela. Though requested, no additional information was provided.